Event description:
On (B)(6) 2012, the reporter spoke with an animas sales person about upgrading the patient's out-of-warranty pump. During this conversation the reporter mentioned that the buttons were sticking. Customer technical support spoke with the reporter who confirmed that the up and down arrow buttons were not responding with every button press. The reporter denied problems with programming the pump. She confirmed that the keypad is not peeling. The reporter said that the patient cleaned the pump with alcohol wipes on occasion but usually wipes the pump with a damp cloth. This complaint is being reported because the issue could not be resolved

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be responding normally to presses. The keypad was removed and no button contact defects were found.